Manufacturer narrative:
Additional suspected device: ultracare xt bed. Electric patient bed. (B)(4). Model# and catalog#: ucxtbed. Serial#: (B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, "during patient care, patient was turned to side, in which she rolled off the bed; no injuries observed, but xrays will be conducted sometime today on the paralyzed side, in which she fell on." Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the bed, mattress and control unit returned to joerns for investigation. As of this writing, the bed, mattress and control unit have not been returned.